Event description:
A pt underwent evar on (B)(6) 2012. Valve on the introducer was leaking significantly. The complainant did not report any additional procedures due to this occurrence, nor any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leaks are not specifically labeled in the IFU. Investigation eval: still under investigation.